Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/31/2024 it was reported by a distributor via (B)(4) that an ar-2324bcc suture anchor was putting the anchor in the tibia to fix the internal brace and the anchor lost its thread. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.